Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a reintervention, while the physician was closing the pocket using electrocautery, the subject device stopped pacing. The ventricular lead was disconnected, tested and reported being functional. The subject device was then replaced and was returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a reintervention, while the physician was closing the pocket using electrocautery, the subject device stopped pacing. The ventricular lead was disconnected, tested and reported being functional. The subject device was then replaced and was returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a reintervention, while the physician was closing the pocket using electrocautery, the subject device stopped pacing. The ventricular lead was disconnected, tested and reported being functional. The subject device was then replaced and was returned for analysis.